Event description:
It was reported that prior to starting and also during a da vinci-assisted surgical procedure, there were several errors related to the integrated electrosurgical unit (iesu) erbe generator. The customer restarted the generator was able to continue the case. The procedure was completed with no patient injury nor delay. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue first occurred prior to starting, pre-anesthesia).

Manufacturer narrative:
Based on the claim against the product by the customer noting generator-related errors, an investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio integrated electrosurgical generator unit due to errors during startup and during the procedure. A return material authorization (RMA) was issued to have the generator returned for evaluation. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The logs were reviewed/analyzed as part of the isi fse's investigation which confirmed the errors identified before and during the procedure. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the completion of the procedure due to multiple errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigation could not reproduce the reported failure. The c-00 errors were found in the error log. The unit energized and cauterized and all ports recognized instruments. The erbe was analyzed and the complaint regarding erbe errors was not confirmed by failure analysis. The probable root cause of energy device problem cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the erbe found no functional issue. The erbe was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.